Event description:
During routine service, fdr ms-3500 c-arm descended. No patient or user was injured.

Manufacturer narrative:
The nut rotation prevention bracket that should have been mounted was not attached.based on the absence of similar information from other areas, fujifilm believes that a manufacturing defect is unlikely. The cause of the missing bracket may be attributed to operational errors made during the installation of this device in the facility.

Manufacturer narrative:
The cause of the missing nut rotation prevention bracket was a mistake made by a service engineer. This service technician was trained.